Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device was in used condition. Visual and functional tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to the main printed circuit board (pcb). As a result, the pcb, downstream sensor seal/sensor and bezel were replaced. Service history identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext.(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had error code upon opening. There was unknown patient involvement.